Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly (1 hour and 10 minutes early) (over infusion) during patient infusion at emergency room department. There was patient/user injury, medical intervention, symptom or adverse event, which was described as temporary harm. No additional information is available.